Manufacturer narrative:
Physio-control evaluated the customers device and verified the reported issue. Physio replaced the device's therapy pcb assembly. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed therapy pcb assembly and duplicated the reported issue. The transistor, designator q8, on the therapy pcb assembly was electrically shorted which caused the reported issue.

Event description:
The customer contacted physio-control to report an event code logged in the device's memory. The event code logged is related to a potential failure of the device to deliver defibrillation energy. They also reported another event code logged in the device's memory that is indicative of a device failure that could result in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform, resulting in a monophasic shock. Additionally, the defibrillator output energy may be reduced by up to approximately 20% from the selected energy level. As a result, the wrong defibrillation therapy would be delivered, if it were necessary. There was no report of patient use associated with the reported event.